Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. The device status is unknown. This record relates to the right side.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d6a, d6b, g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d9, h3, h6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations. ¿ red particle observed on the device. ¿ wear abrasion observed on the device. ¿ crease fold observed on the device.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted. This record relates to the right side.